Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that a bd sedi-20 esr instrument had a hardware malfunction. No serious injury or medical intervention.